Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 4th of march 2017 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. The customer was able to resolve the reported error on their own. Instrument is running and functioning as intended. No further action required by the fse. The most probable cause of the reported event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported error 2150 hybrid arm cup transfer z axis home overrun on their aia-2000. The customer informed the technical support group (tsg) that they rebooted the instrument, performed version up and the error still persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp, pth and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.